Event description:
Had the watchman procedure in feb it was now time to check see how it looked so I could get off blood thinner. The tee procedure showed numerous blood clots. Had to be taken off xaralto and had open heart surgery. Plus they removed the watchman. FDA safety report ID #(B)(4).